Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
A 2.0mm ti curved sagittal split plate broke 6 months post-operative. Plate was implanted for a double jaw osteotomy with bilateral saggital split with no bone graft. Broken plate was removed. Patient had healed, so there was no need for revision.